Event description:
It is reported that the locking mechanism of the articular surface did not engage adequately with the tibial plate. Surgery was completed with a different articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.